Manufacturer narrative:
Product discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the cuff did not inflate correctly and it flipped over. There was bleed through at the surgical site but no significant blood loss. The patient did not require additional blood or any type of medical intervention. The case was completed successfully.